Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause light source failure was a faulty lamp. Replacing the lamp resolved the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the visera elite xenon light source the main lamp did not ignite as it was fused; the spare lamp worked. The issue occurred during preparation for use and there was no delay. The diagnostic (laryngoscopy) procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
As per information received from the field service engineer, the customer replaced the xenon lamp, and the device is now working fine. To date, the device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.